Manufacturer narrative:
(B)(4). The device was reprogrammed to vvi mode with a lower rate limit of 40 bpm. This pacing mode eliminates ventricular undersensing due to blanking after an a-pace event. Programming to vvi mode at 40 bpm also ensures some cardiac output while relatively minimizing ventricular pacing. On follow-up, the patient has not suffered any further episodes of ventricular tachycardia. Morin, d. P. (2014). "An uncommon cause of pacemaker-mediated ventricular tachycardia." J cardiovasc electrophysiol 25(1): 107-109.

Event description:
This case study involves a (B)(6) y/o female with a history of coronary artery disease that had been hospitalized for gastrointestinal bleeding suffered a non-st elevation myocardial infarction. The patient's device history was significant for a previous pacemaker implant (for symptomatic bradycardia). Telemetry revealed sinus rhythm with demand atrial pacing. There were frequent ventricular premature contractions and many episodes of nonsustained polymorphic ventricular tachycardia (pmvt). Serum levels of potassium and magnesium were normal. The journal author provided an explanation for the pmvt episodes. Review of the patient's many episodes of pmvt revealed a consistent pattern of inappropriate pacing immediately preceding the arrhythmia. Ventricular pacing occurred soon after a qrs complex, raising the question of ventricular undersensing. In addition, a pacing artifact was evident within the prior surface qrs. This patient's pmvt was the result of inappropriate ventricular pacing. The ventricular activations seen just prior to the pace that initiated pmvt were a short run of idioventricular rhythm. Most of these premature ventricular contractions (pvcs) were detected by the device. However, pvcs that were concurrent with an atrial paced event fell into the "blanking after a-pace" interval (here, 40 ms) and were not sensed. This resulted in a ventricular pacing impulse at the end of the dynamically extended av interval of 320 ms. This inappropriate v-pace occurred during repolarization from the blanked vpc, resulting in an "r on t" pattern and leading to pmvt.